Manufacturer narrative:
The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number ar-503-ttth and lot number 780842 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported by the patient¿s legal representative that the patient underwent a right total knee procedure on (B)(6) 2014, and is experiencing unknown issues with the knee replacement. The following arthrex product was implanted during the primary procedure: ar-503-ttth (lot: 780842), ar-516-7r (lot: 108761412) x 2, ar-513-bh10 (lot: 113601339), ar-504-psd0 (lot: 113601323). To date no revision has been reported. The patient also had a left total knee procedure on (B)(6) 2014 which was revised on (B)(6) 2019 (see case (B)(4)). Additional information received on 4/26/2021: arthrex has received confirmation that the patient's right knee was revised on (B)(6) 2021. No additional details pertaining to the revision surgery have been provided.